Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer's blood glucose was 443 mg/dl at the time of the event. The customer's blood glucose ranged between 347 mg/dl to 515 mg/dl within a day's span. He did not exhibit any symptoms of high blood glucose. The customer reported that there had been some recent changes to the insulin pump's programming prior to the unexplained high blood glucose. He reported that the basal rates and bolus wizard were programmed accurately and that the bolus history entries were accurate based on his recollection. Upon troubleshooting, the insulin pump passed the high pressure test and a bent infusion set cannula was found. The customer was advised to change the entire infusion set system. He changed the set out and delivered a bolus of 4.4 units of insulin to treat.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.